Manufacturer narrative:
(B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 99% stenosis in the distal right coronary artery (rca) with mild tortuosity and moderate calcification. A 3.0 x 15 mm xience xpedition stent delivery system (sds) was advanced following pre-dilatation with a non-abbott balloon catheter, but it could not cross the lesion due to patient anatomy. The stent was withdrawn from the patient anatomy and additional dilatation was performed with a non-abbott balloon catheter. The same 3.0 x 15 mm xience xpedition sds was re-inserted and advanced across the lesion. An attempt was made to pressurize the 3.0 x 15 mm xience xpedition sds was made, but the shaft was kinked and the sds was only slightly inflated. A new 3.0 x 15 mm xience xpedition sds was advanced and implanted. The procedure was successfully completed and the final patient outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.